Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to return only one specific narcotic medication to the return bin when the user tried to scan the medication. A technical support specialist (tss) dialed into both the station and the server to review the settings and medication configuration for returns. Since only one medication was affected, the facility formulary and configuration settings for that specific medication were reviewed. The tss contacted the customer and provided guidance on reconfiguring the return bin. A report was run for the medication and device; however, the return information could not be located in the report. The tss then emailed the customer a return bin configuration guide, after which the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to return a specific narcotic medication, hydromorphone 1 mg/ml, to the return bin when scanned the medication. The customer stated that the return does not show as failed; however, the return bin was not listed under recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.